Event description:
This is a spontaneous case report received on 15-apr-2016 from a lawyer in the united states, on behalf of a female plaintiff of unspecified age in united states who had essure (fallopian tube occlusion insert) inserted for permanent sterilization. The plaintiff was implanted with essure and subsequently had the device removed due to complications. Company causality comment: this case report was received from a lawyer on behalf of a female plaintiff who had essure (fallopian tube occlusion insert) removed due to complications. These events are listed according to essure's reference safety information. This case was received through a legal claim which included several plaintiffs; the adverse events/complications each individual plaintiff experienced were not specified. Despite of the lack of details for a comprehensive causality assessment; considering essure removal was required, causality with the suspect device cannot be excluded. Therefore, this case was regarded as incident. A product technical analysis is being sought. Further information will be obtained through the litigation process.

Manufacturer narrative:
Quality safety evaluation of ptc received on 26-may-2016: (B)(4). For cases where a device failure during insertion is reported, we conduct an investigation of any returned device. For cases where an insert is removed at a later time after insertion, we typically do not conduct an inspection of the insert. In this case, no product was returned. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. The ptc investigation was initiated and the outcome of the investigation resulted in an unconfirmed quality defect. Company causality comment: this case report was received from a lawyer on behalf of a female plaintiff who had essure (fallopian tube occlusion insert) removed due to complications. These events are listed according to essure's reference safety information. This case was received through a legal claim which included several plaintiffs; the adverse events/complications each individual plaintiff experienced were not specified. Despite of the lack of details for a comprehensive causality assessment; considering essure removal was required, causality with the suspect device cannot be excluded. Therefore, this case was regarded as incident. The product technical complaint analysis resulted in an unconfirmed quality defect. Further information will be obtained through the litigation process.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('device removal') in a 44-year-old female patient who had essure (batch no. 627430) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: medical device monitoring error "procedure: balloon ablation and placement of essure sterilization device" on 13-nov-2008. The patient's medical history included menorrhagia and uterine prolapse (mild). On (B)(6) 2008, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required) and experienced complication associated with device ("device complication") and arthralgia ("joint pain"). The patient was treated with surgery (device removed). Essure was removed. At the time of the report, the medical device removal, complication associated with device and arthralgia outcome was unknown. The reporter considered arthralgia, complication associated with device and medical device removal to be related to essure. The reporter commented: during essure insertion, the operator was able to identify the right and left tubal openings. At this point, surgeon then placed an essure device in each of the tubal ostia. On the right side, he could see one coil sticking out of the ostium. On the left side, there were three coils visible at the end of our procedure. There was good placement of the essure device. At this point, they withdrew the hysteroscope and then inserted our gynecare balloon device. The operator did not notice any fibroids or polyps in the endometrial cavity, and the balloon device was used for an ablation. She tolerated procedure well. Removal date : 7 oct scheduled . Concerning the injuries reported in this case, the following one was described in patient¿s medical records: medical device monitoring error,arthralgia, complication associated with device and medical device removal . Quality-safety evaluation of ptc: based on the technical assessment, lot number was provided therefore, the quality unit conducted a review of the manufacturing batch record and confirmed that final product testing for this lot was performed per requirements and the product met all release requirements. The quality unit was unable to confirm any quality defect or device malfunction at this time. No CAPA investigation is required at this time because there was no event reported which indicates a new technical failure mode for the device. The ptc investigation was initiated and the outcome of the investigation resulted in an unconfirmed quality defect. Most recent follow-up information incorporated above includes: on 14-nov-2019: pfs received- new event joint pain was added.lawyer & reporter was added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of menorrhagia ('menorrhagia') in a 44-year-old female patient who had essure (batch no. 627430) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: medical device monitoring error "procedure: balloon ablation and placement of essure sterilization device" on (B)(6) 2008. The patient's medical history included menorrhagia, uterine prolapse (mild) and dysmenorrhea. On (B)(6) 2008, the patient had essure inserted. On an unknown date, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), complication associated with device ("device complication"), arthralgia ("joint pain") and dysmenorrhoea ("dysmenorrhea"). The patient was treated with surgery (laparoscopic hysterectomy with bilateral salpingo oophorectomy). Essure was removed on (B)(6) 2015. At the time of the report, the menorrhagia, complication associated with device, arthralgia and dysmenorrhoea outcome was unknown. The reporter considered arthralgia, complication associated with device, dysmenorrhoea and menorrhagia to be related to essure. The reporter commented: discrepancy noted: essure removal date as per mr is (B)(6) 2015. During essure insertion, the operator was able to identify the right and left tubal openings. At this point, surgeon then placed an essure device in each of the tubal ostia. On the right side, he could see one coil sticking out of the ostium. On the left side, there were three coils visible at the end of our procedure. There was good placement of the essure device. At this point, they withdrew the hysteroscope and then inserted our gynecare balloon device. The operator did not notice any fibroids or polyps in the endometrial cavity, and the balloon device was used for an ablation. She tolerated procedure well. Removal date : 7 oct scheduled. Concerning the injuries reported in this case, the following one was described in patient¿s medical records: medical device monitoring error,arthralgia, complication associated with device, menorrhagia, dysmenorrhea. Most recent follow-up information incorporated above includes: on 7-dec-2020: mr received: "previously reported event medical device removal replaced with menorrhagia." Reporter, medical history and rcc added. New event added: dysmenorrhea. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of menorrhagia ('menorrhagia') in a 44-year-old female patient who had essure (batch no. 627430) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: medical device monitoring error "procedure: balloon ablation and placement of essure sterilization device" on (B)(6) 2008. The patient's medical history included menorrhagia, uterine prolapse (mild) and dysmenorrhea. On (B)(6) 2008, the patient had essure inserted. On an unknown date, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), complication associated with device ("device complication"), arthralgia ("joint pain") and dysmenorrhoea ("dysmenorrhea"). The patient was treated with surgery (laparoscopic hysterectomy with bilateral salpingo oophorectomy). Essure was removed on 7-oct-2015. At the time of the report, the menorrhagia, complication associated with device, arthralgia and dysmenorrhoea outcome was unknown. The reporter considered arthralgia, complication associated with device, dysmenorrhoea and menorrhagia to be related to essure. The reporter commented: discrepancy noted: essure removal date as per mr is (B)(6) 2015. During essure insertion, the operator was able to identify the right and left tubal openings. At this point, surgeon then placed an essure device in each of the tubal ostia. On the right side, he could see one coil sticking out of the ostium. On the left side, there were three coils visible at the end of our procedure. There was good placement of the essure device. At this point, they withdrew the hysteroscope and then inserted our gynecare balloon device. The operator did not notice any fibroids or polyps in the endometrial cavity, and the balloon device was used for an ablation. She tolerated procedure well. Removal date : 7 oct scheduled. Concerning the injuries reported in this case, the following one was described in patient¿s medical records: medical device monitoring error,arthralgia, complication associated with device, menorrhagia, dysmenorrhea. Lot number: 627430 manufacturing date: 2008-06 expiration date: 2010-06 quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 15-dec-2020: quality-safety evaluation of ptc(product technical complaint). We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ("device removal") in a (B)(6) female patient who had essure (batch no. 627430) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: medical device monitoring error "procedure: balloon ablation and placement of essure sterilization device" on (B)(6) 2008. The patient's past medical history included menorrhagia and uterine prolapse (mild). On (B)(6) 2008, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required) and complication associated with device ("device complication"). The patient was treated with surgery (device removed). Essure was removed. At the time of the report, the medical device removal and complication associated with device outcome was unknown. The reporter considered complication associated with device and medical device removal to be related to essure. The reporter commented: during essure insertion, the operator was able to identify the right and left tubal openings. At this point, surgeon then placed an essure device in each of the tubal ostia. On the right side, he could see one coil sticking out of the ostium. On the left side, there were three coils visible at the end of our procedure. There was good placement of the essure device. At this point, they withdrew the hysteroscope and then inserted our gynecare balloon device. The operator did not notice any fibroids or polyps in the endometrial cavity, and the balloon device was used for an ablation. She tolerated procedure well. Concerning the injuries reported in this case, the following one was described in patient's medical records: medical device monitoring error. Quality-safety evaluation of ptc: for cases where a device failure during insertion is reported, we conduct an investigation of any returned device. For cases where an insert is removed at a later time after insertion, we typically do not conduct an inspection of the insert. In this case, no product was returned. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. The ptc investigation was initiated and the outcome of the investigation resulted in an unconfirmed quality defect. Most recent follow-up information incorporated above includes: on 5-may-2017: medical record received- reporter, patient date of birth, essure treatment details (lot number, expiration date and procedure details) and event added. Company causality comment: this case report was received from a lawyer on behalf of a (B)(6) female plaintiff who had essure (fallopian tube occlusion insert) inserted on (B)(6) 2008 and device was removed due to complications. This case was received through a legal claim which included several plaintiffs; the adverse events/complications each individual plaintiff experienced were not specified. Despite of the lack of details for a comprehensive causality assessment; considering device removal was required, this case was regarded as incident. The product technical complaint analysis resulted in an unconfirmed quality defect. Since lot number was provided, an updated analysis is expected. Further information will be obtained through the litigation process.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ("device removal") in a (B)(6) female patient who had essure (batch no. 627430) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: medical device monitoring error "procedure: balloon ablation and placement of essure sterilization device" on (B)(6) 2008. The patient's past medical history included menorrhagia and uterine prolapse (mild). On (B)(6) 2008, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required) and complication associated with device ("device complication"). The patient was treated with surgery (device removed). Essure was removed. At the time of the report, the medical device removal and complication associated with device outcome was unknown. The reporter considered complication associated with device and medical device removal to be related to essure. The reporter commented: during essure insertion, the operator was able to identify the right and left tubal openings. At this point, surgeon then placed an essure device in each of the tubal ostia. On the right side, he could see one coil sticking out of the ostium. On the left side, there were three coils visible at the end of our procedure. There was good placement of the essure device. At this point, they withdrew the hysteroscope and then inserted our gynecare balloon device. The operator did not notice any fibroids or polyps in the endometrial cavity, and the balloon device was used for an ablation. She tolerated procedure well. Concerning the injuries reported in this case, the following one was described in patient's medical records: medical device monitoring error quality-safety evaluation of ptc: based on the technical assessment, lot number was provided therefore, the quality unit conducted a review of the manufacturing batch record and confirmed that final product testing for this lot was performed per requirements and the product met all release requirements. The quality unit was unable to confirm any quality defect or device malfunction at this time. No CAPA investigation is required at this time because there was no event reported which indicates a new technical failure mode for the device. The ptc investigation was initiated and the outcome of the investigation resulted in an unconfirmed quality defect. Most recent follow-up information incorporated above includes: on 26-may-2017: quality safety evaluation of ptc company causality comment: this case report was received from a lawyer on behalf of a (B)(6) female plaintiff who had essure (fallopian tube occlusion insert) inserted on (B)(6) 2008 and device was removed due to complications. This case was received through a legal claim which included several plaintiffs; the adverse events/complications each individual plaintiff experienced were not specified. Despite of the lack of details for a comprehensive causality assessment; considering device removal was required, this case was regarded as incident. The product technical complaint analysis resulted in an unconfirmed quality defect. The ptc investigation was initiated and the outcome of the investigation resulted in an unconfirmed quality defect. Further information will be obtained through the litigation process.

Manufacturer narrative:
Data correction for us reporting: the code knh was replaced with hhs.